Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported, via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included paraplegia. The patient reported that the healthcare provider who filled their pump had been having problems filling it the last 3-4 refills. The patient gets their pump refilled once a month. Per the reporter, normally the healthcare provider was really good and gets it right away. The patient thinks their pump may have moved but wasn't sure and was wondering if that was a possibility. The patient was a paraplegic so they can¿t really feel anything there and the pump was on the side. The patient also noticed that the area where the pump was is a red circle there and it was really hot. Per the patient this had happened a couple of different times and it comes and goes. The patient had an appointment with their family physician on (B)(6) 2017 and may bring it up to them. No further complications were reported.